Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was notified of a low alert and was able to treat. Customer was continuing her rounds when she got a threshold suspend alarm. Customer stated that she noticed that the sensor seems to read lower in the morning, so she is getting a lot of false lows. Customer has been wearing the sensor for years and likes the new system. Customer stated that she has high and low blood glucose over the last 5 days. Customer stated that her blood glucose has been ping ponging from 20 mg/dl to 400 mg/dl. Customer has been having low alarms every night and is not able to get a good sleep. Customer's sensor glucose value was 45 and her blood glucose was 101 mg/dl. Customer is getting a threshold suspend alarm when her blood glucose is within target. Customer stated that she may want to replace the pump and sensor.